Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the hub separated on the bd¿ 0.3ml safetyglide¿ insulin syringe with 31g x 0.25in permanently attached needle. The following was received from the initial reporter: consumer also reported needle hub separated inside of the shield.